Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance and low high-voltage impedance. In addition, it was noted that there was fluid in the pocket and discoloration under the lead insulation indicative of compromised lead insulation. The rv lead was partially explanted, capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. The analyst noted that an insulation breach was not observed during analysis. A trace amount of blood was observed on the distal conductor. No other anomalies were observed on the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned.